Event description:
Event description guidant received information that this implantable pacemaker (ipm), one day post-implant, had ventricular loss-of-capture. When the pocket was opened, there was blood in the header and the lead was loose. The lead was removed and the ipm header was cleaned. After the lead was reinserted, pocket manipulation showed oversensing and noise on the electrocardiograms. The ipm was explanted/replaced and returned for analysis.